Manufacturer narrative:
Manufacturing date from december 19, 2016 to december 21, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A functional leak test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate leaked before use. The intermate was filled with tobramycin (250mg) in 100 ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.